Event description:
It was reported that no ventricular pacing was observed during a follow up. High ventricular capture threshold was observed. An x-ray confirmed lead dislodgement. Patient admitted to heavy lifting two days post op.the lead was cut during the replacement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two pieces. The helix would not extend due to body tissue and blood in the coil. The lead was cut from the distal tip to test the helix mechanism. The helix could be extended when applying torque directly to the distal coil. The helix extension length met specification. Insulations, coils and cables were cut/damaged. The damages found are consistent with that occuring at the time of the surgical procedure. The lead exhibited normal electrical characteristics.